Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2500 ohms. A slight rise in the rv thresholds was also noted. Additional information provided from the field indicated the physician attributed these issues to calcification near the lead tip. No changes were made and the rv lead remains in service. No adverse patient effects were reported.